Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft break occurred. The physician was treating a 90% stenosed, 2.0x15mm de novo lesion located in the mildly calcified, moderately tortuous lad (left anterior descending) artery with a 2.25x16mm taxus liberte stent. The vascular access site was femoral. The lesion was not pre-dilated. The physician encountered significant resistance upon insertion of the sds (stent delivery system) into the guide catheter. While advancing the sds to the target lesion through the guide catheter, the shaft broke. The break occurred outside of the patient. The physician removed the broken sds and completed the procedure successfully with another of the same device. There were no reported patient complications. The patient's status is listed as "stable".